Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undersensing on the right atrial (ra) lead was observed on stored electrograms (egm). Follow up was completed and no reprogramming has been completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.